Event description:
Auto fill gas syringe was hooked up to the constellation machine. It did not fill properly so a new syringe was opened to the field. The new syringe had no issues filling appropriately.